Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.

Event description:
The facility from another country reported that in 2008, when a male patient drained his peritoneal effluent at night, he experienced a disconnect from the extraneal solution bag and the transfer set. At about two days later, the peritoneal effluent became cloudy and the patient went to the hospital. The patient was diagnosed with peritonitis, and was hospitalized. The patient was treated with unknown antibiotics. A culture of the peritoneal effluent was performed but a microorganism was not identified. At about two days later, the peritoneal effluent was clear. The patient was retrained about bag exchange procedures. The patient recovered and was discharged from the hospital at about seven days later. The physician indicated that the event was not related to any baxter products.